Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 13:37:36. During night drain cycle one, the patient's ultrafiltration reading was 148 ml, indicating the home patient drained 148 ml more than their maximum programmed fill volume of 200 ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Upon conclusion of the investigation, the cause of the event was determined to be due to a false empty detect during the initial drain and during the last drain of the previous therapy. Initial drain volume setting requirements for therapy were met based on the patient's last programmed fill volume. Should additional relevant information become available a supplemental report will be submitted.